Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer (prm) was performed. The prm booted up to an error code. The hard drive has one or more corrupted sectors, and was then replaced. The internal circuit board was burned up and was also replaced. There was no evidence of misuse or mishandling. The prm passed all functional tests afterwards.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.